Event description:
The customer observed falsely depressed architect sodium results for one patient. The sample was repeated with higher results. The following data was provided: initial result on (B)(6) 2024 = 107 repeat result = 141 mmol/l. Reference range = 136-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The source lamp (list number 09d45-03) was tightened/adjusted and was deemed likely cause for the low patient results. The module, architect c4000 serial # (B)(6), function was verified with a control run. An instrument service history review revealed no additional erratic or discrepant patient results reported for serial (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the architect c4000 processing module or the source lamp (list number 09d45-03). Device history record review did not identify any non-conformances or deviations with the architect c4000 processing module and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 processing module or the source lamp (list number 09d45-03) was identified.

Event description:
The customer observed falsely depressed architect sodium results for one patient. The sample was repeated with higher results. The following data was provided: initial result on 16mar2024 = 107 repeat result = 141 mmol/l reference range = 136-145 mmol/l no impact to patient management was reported.